Event description:
The patient suffered fluctuating blood sugars. The patient's caretaker believes this was the result of a device delivery malfunction. The patient's blood sugars normalized after discontinuing pump usage and returning to insulin injections.